Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the customer is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 583 mg/dl. Customer's mother reported that there is a leak in the pass the o-ring of the reservoir. Customer's mother stated that she removed the reservoir, which smelled of insulin, and discovered insulin in the bottom. Customer's mother reported that the reservoir compartment is wet with insulin. Customer treated their high blood glucose with the insulin pump. Product is being returned and replaced.